Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, migraine, headache, tooth disorder, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) result bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: pregnancy: ectopic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, device ineffective, uti, vaginal infection, migraine, headaches, dental problems¸ fatigue, weight gain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section. Concurrent conditions included nausea. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vulvovaginal mycotic infection ("vaginal infection"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, tooth disorder, fatigue, weight increased, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2009 now it is reported as (B)(6) 2009. The device had about 4 coils hanging outside the os on the right side. There were about 5 coils outside on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion. That the tubes had taken affect and that they were closed completely. It was a success. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section. Concurrent conditions included nausea. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vulvovaginal mycotic infection ("vaginal infection"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, tooth disorder, fatigue, weight increased, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2009now it is reported as (B)(6) 2009. The device had about 4 coils hanging outside the os on the right side. There were about 5 coils outside on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion. That the tubes had taken affect and that they were closed completely. It was a success. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Reporter information, concomitant drug, medical history added. Lot number added. Event : abnormal bleeding (vaginal), lower back pain, menorrhagia, lower abdominal pain added. Event vaginal infection updated to vaginal yeast infection incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.